Manufacturer narrative:
(B)(4). (Conclusions)- it is known that there is a small space between the patient table and the magnet cover where the finger pinching may occur. This potential hazard was identified during design of the scanner and noted in the risk analysis. To reduce the probability of harm, a switch plate between the table top and facade was designed to stop the patient table should something (e.g. A finger) come in contact with it. Further, arm rests are provided with each scanner, which keep the arms inside the outer sides of the table top. Training is provided at installation of the scanner that includes the use of arm rests and the instructions for use. This training emphasizes the importance of the user ensuring that the patient's arms do not hang over the edge of the table top creating a hazardous situation. If the instructions for use are followed correctly and the arm rest is used that is delivered with the system, no finger pinching events are likely to occur. In this specific case, the arm rests delivered with the system were not used. The switch plate was activated and stopped the table movement. However this alone would not prevent the finger pinching, which in this case, required medical intervention. In future situations make sure that the patient's hands are inside the table area before moving the table and communicate to the patient that the table is going to move.

Event description:
The patient was positioned supine with the feet first into the scanner. While moving the table top into the magnet the patient's right finger got caught between the table top and the magnet bore covers. This resulted in a serious injury needing medical intervention.